Manufacturer narrative:
The reported event of an inability to pair following an unpairing was confirmed. The available session records on merlin.net were reviewed and were not sufficient to determine why there was an inability to pair. Patient application logs were not available on the date of when the attempt to pair was made.

Event description:
It was reported; the device was unable to be paired via bluetooth (ble) telemetry to the application for remote monitoring. Technical support was contacted and troubleshooting was performed, however, was unsuccessful. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the device was able to be interrogated in clinic by a programmer, however, is still unable to be paired via bluetooth (ble) telemetry to the application for remote monitoring.